Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user facility using the subject equipment with no o-ring of the yellow connector because they did not conduct an inspection of connectors specified in the instructions for use (IFU). It was further presumed that the o-ring was broken, missing/came off the seated location by some physical factor. IFU statements related to the suggested event were confirmed. The suggested phenomenon is therefore deemed a preventable event. Chapter 3 inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. The device was evaluated onsite by the field service engineer and the o-rings were still present; however, the yellow connectors were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the endoscope reprocessor o-rings on the auxiliary port connectors popped off. When disconnecting the auxiliary water tubes, the rings could be put back on. The issue occurred during reprocessing. There were no reports of patient harm.